Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Event description:
It was reported the patient underwent a right total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately twenty months post-implantation due to unknown reasons. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. Concomitant medical products: natural tibia trabecular metal two-peg porous fixed bearing right size e catalog # 42530007102 lot # 62692184; articular surface fixed bearing cruciate retaining (cr) right 12 mm height catalog # 42522000512 lot # 62732855.

Event description:
It was reported a patient underwent two knee manipulations under anesthesia approximately one and three months post-implant due to arthrofibrosis. Subsequently, the patient underwent a right total knee revision arthroplasty approximately thirty months post-implantation due to pain, discomfort, arthrofibrosis, aseptic loosening and radiolucent lines around the femoral component.

Manufacturer narrative:
Reported event was confirmed by review of revision operative notes. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-04730-4, 0001822565-2016-04720-4, 0001822565-2016-04731-4.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Patient weight - ni. Date of event - ni . Unique identifier (UDI) # - ni. Date implanted - ni. Date explanted - ni. Therapy date - ni. Initial reporter - ni. No information was provided related to the type of adverse event experienced. Concomitant medical product(s): nexgen trabecular metal standard primary patella, item number #00587806532, lot #62482830.

Event description:
It was reported that a patient experienced an unknown event on an unknown date.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records for the femoral, articular surface and tibial component did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No compatibility issues were noted. A complaint history review was performed. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information. This report is number 1 of 3 mdrs filed for the same patient (reference (B)(6).